Event description:
I have a philips dreamstation CPAP machine - built on 2017-03-13 - which is part of the recall and it has yet to be replaced. I've recently noticed pieces of what appear to be foam floating in my humidifier tank and discoloration (pink/gray residue) as well along with a frequent increase in sinusitis. I use distilled water 100% of the time so there's no reason for any sort of discoloration or material to show up in my tank. My most recent bout of sinusitis seems to coincide with times I notice material floating in the tank, e.g. On (B)(6) 2021. Philips has not sent any notification that my machine will be repaired or replaced any time soon. FDA safety report ID# (B)(4).